Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower glucose sensor scan results compared to unspecified glucose readings obtained on a healthcare professional (hcp) meter and it is unknown whether the customer noted a trend arrow on the device. The customer experienced vomiting, headache, nausea, diarrhea, acidic lower legs and arms and weight loss. An ambulance was called and a hcp obtained a high blood sugar level of 21 mmol/l via fingerstick. The customer was then given an infusion with saline and 1 injection to proven the customer from vomiting at 6:00 pm and another injection against vomiting was again given at 10:00 pm for a diagnosis of diabetic ketoacidosis. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The sensor was found to be in sensor state 6 (indicating early termination). The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower glucose sensor scan results compared to unspecified glucose readings obtained on a healthcare professional (hcp) meter and it is unknown whether the customer noted a trend arrow on the device. The customer experienced vomiting, headache, nausea, diarrhea, acidic lower legs and arms and weight loss. An ambulance was called and a hcp obtained a high blood sugar level of 21 mmol/l via fingerstick. The customer was then given an infusion with saline and 1 injection to proven the customer from vomiting at 6:00 pm and another injection against vomiting was again given at 10:00 pm for a diagnosis of diabetic ketoacidosis. There was no report of death or permanent impairment associated with this event.